Event description:
In sept. Of 2005 I was diagnosed with a severe eye infection in my right eye. I contacted my ophthalmologist who saw me the morning of 9-29-2005 and immediately sent me to a cornea specialist in another city. My eye was red and swollen and the pain was so severe it was unbearable. There they took 5 cultures of my eye and found I had 2 different bacterias in my eye. The dr could not believe the severity of the infection. It was so severe I was treated aggresively with multiple medications every 15 mins to 1/2 hr to try and save my vision and my eye. The cornea had ulcerated from the infection and I now have scar tissue. I have permanently lost some vision in my right eye and have been told by cornea specialist that I will need a cornea replacement. I had used the bausch & lomb renu moisture loc product and the re-wetting drops at this time. I have ordered my medical records from my dr for review.